Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), cyst ("cyst"), pain ("pain"), inflammation ("chronic inflammation"), discomfort ("discomfort"), haemorrhoids ("hemorrhoids"), gallbladder disorder ("gallbladder issue"), device dislocation ("migration episode") and dysgeusia ("metallic teats") and was found to have hormone level abnormal ("hormone fluctuations"). Essure treatment was not changed. At the time of the report, the device breakage, hormone level abnormal, cyst, pain, inflammation, discomfort, haemorrhoids, gallbladder disorder, device dislocation and dysgeusia outcome was unknown. The reporter considered cyst, device breakage, device dislocation, discomfort, dysgeusia, gallbladder disorder, haemorrhoids, hormone level abnormal, inflammation and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), cyst ("cyst"), pain ("pain"), inflammation ("chronic inflammation"), discomfort ("discomfort"), haemorrhoids ("hemorrhoids"), gallbladder disorder ("gallbladder issue"), device dislocation ("migration episode") and dysgeusia ("metallic teats") and was found to have hormone level abnormal ("hormone fluctuations"). Essure treatment was not changed. At the time of the report, the device breakage, hormone level abnormal, cyst, pain, inflammation, discomfort, haemorrhoids, gallbladder disorder, device dislocation and dysgeusia outcome was unknown. The reporter considered cyst, device breakage, device dislocation, discomfort, dysgeusia, gallbladder disorder, haemorrhoids, hormone level abnormal, inflammation and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.